Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in aw (air/water)-cylinder (tube) and aw-tube and on the adhesive on a-rubber (bending section cover or distal sheath), and there were residual liquid or foreign material came out of ch (channel)-tube. There was no patient involvement.